Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Attempts have been made to obtain additional information. However, these attempts have been unsuccessful. Since the device was not received our investigation was limited and definitive conclusion could not assess. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the acute stroke / mechanical thrombolysis procedure, the thrombectomy device was delivered to the middle cerebral artery. The device was placed in the m2, the proximal end of the device was located near the branch of internal carotid artery. The thrombectomy device and the clot were successfully retrieved under aspiration. A second pass was made; however, the device was unable to be retrieved. The procedure was reported to have been converted to open surgery. The vessel was directly approached and the physician massaged the vessel and removed the mechanical thrombectomy device. The device did not separate from the pushwire. The device was successfully retrieved from the patient. The procedure was completed without further issue. The anatomy was reported to have been severely tortuous. The patient was reported to have been doing well post procedure. Blood flow was restored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.